Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the reported issue occurred on the first use of the system after it was assembled.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after the previous operation was finished, the manufacturer representative (rep) moved the next patient over from the universal serial bus (usb) drive to the navigation system. There was still no sound, but they continued without. When they went to the registration page, it was noticed that the sagittal 2d image that was below the 3d model was turned. Registration was created, and that went fine. The healthcare professional was instructed to not touch the patient tracker or the wire from it, and this fixed the losing accuracy issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. When the operation was finished, the rep took the system out of the operating room (or) and into the hallway. When the system was plugged in and started, the sound came back on. The rep checked the sagittal image again, but it was still turned. The rep then opened the first patient, and its sagittal image was also turned. The rep did the same for the resin head scanning, and it was also turned. The rep tried to delete the resin head, brought it back in, but it still had the sagittal image turned. The rep then uninstalled the ear, nose <(>&<)> throat (ent) license and reinstalled, but it did not resolve the issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version: 2.1.0, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case. They tried to reproduce the issue in-house, and it was reproducible. The archive had 1ct exam; the registration was found with an error metric of 1.4mm. Logs captured three sessions on the date of the issue. In the third session, the site performed the registration and went until navigation. As the site went into the registration task, the logs captured the default preset value of each view, but from the logs, it was not confirmed that the views were rotated. Manual rotation captured the manipulated value of each view with the previous, but there was no manual rotation event captured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.